Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange on (B)(6) 2018 due to suspected thrombus. The patient had presented on an unspecified date with increased lactate dehydrogenase (ldh). Pump powers were reportedly stable. The patient was treated with heparin infusion prior to the exchange. The patient was exchanged via subcostal approach. No additional information was provided.

Event description:
Additional information: it was reported that the patient had been admitted on (B)(6) 2018 with elevated lactate dehydrogenase (ldh). The patient¿s baseline ldh was mid 300 u/l - low 400¿s u/l. On admission, ldh was 2,077 u/l.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed and no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4). Furthermore, a cause for the patient's elevated lactate dehydrogenase (ldh) could not conclusively be determined. The device was returned assembled with the percutaneous lead (driveline) cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.